Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Tip separation was confirmed. Difficult to position/difficult to remove (guide wire resistance) could not be tested due to the condition of the returned device. Based on visual and dimensional of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after advancing and positioning a hi-torque allstar 190cm guide wire past a heavily calcified lesion in the mid to distal right coronary artery without issue, a 2.5x23 xience v rx stent delivery system (sds) was introduced over the allstar guide wire; during advancement, prior to entering patient anatomy with the sds, resistance was felt between the xience v rx sds and the allstar guide wire. Thus, the xience v rx sds was retracted over the allstar guide wire with some resistance felt, but no force was applied, and the tip of the xience v sds separated. As the separated tip material was located outside of patient anatomy, on the guide wire, the tip was simply pulled off of the guide wire and discarded. Another 2.5x23 xience v rx sds was able to be advanced over the same allstar guide wire without resistance, was deployed, then retracted over the same guide wire without resistance. Another unspecified sds was also advanced over the same guide wire without resistance, was deployed, then retracted without resistance, successfully completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.